Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info, including the model number (icc code), the number of devices involved and the number of pts impacted, have been requested. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. This report was submitted to capture an unk number pts affected by an unk number of dressings.

Event description:
It was reported the adhesive on the aquacel foam dressing does not remain adhered to the pt. This has led to an increase in pt follow up visits and dressing changes.